Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away. The spouse stated that she was not sure if the customer was wearing the insulin pump at the time of death but the device was on him when he was admitted to the hospital. The customer had flu like symptoms the night before passing. He went to bed early that night (B)(6). Got up during the night thinking he was going to be sick and he collapsed. The wife (who is a nurse) checked the customer's blood glucose and blood pressure and called the paramedics because the customer had collapsed. When he arrived at the hospital he had fever and was going septic. They started antibiotics and tests but he arrested later that day. They tried to revive him but could not. The customer had a severe gallbladder infection which was to hard on his heart. No further information is available at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.